Manufacturer narrative:
Qn# (B)(4). The customer returned one cartridge from one unit of 544230 hemolok ml clips 6/cart 84/box for investigation. The returned sample was visually examined with and without magnification. Slight scrape marks were observed on the returned cartridge. One broken clip was discovered within the returned cartridge. No other defects or anomalies were observed. Visual examination revealed that the broken clip was broken in half at the hinge. Evidence of use in the form of biological material was observed on the returned sample. The clip breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73l2100831 investigation did not show issues related to the complaint. The IFU for this product, l02425 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of broken/detached parts - clip - hinge was confirmed based upon the sample received. One broken clip was returned, and it was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: when a nurse loaded a clip to the applier during a surgery, it got broken. Therefore, a new cartridge was opened instead to complete the surgery. No clip fell/remained in the patient.

Event description:
Reported issue: when a nurse loaded a clip to the applier during a surgery, it got broken. Therefore, a new cartridge was opened instead to complete the surgery. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for product hemolok ml clips 6/cart 84/box lot# 73l2100831 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.